Event description:
It was reported that during use of this drill bit in an acl revision surgery, the device broke. The broken piece was retrieved without injury to the pt and without surgical delay.

Manufacturer narrative:
Investigation results: an investigation of this device could not be completed as the device was disposed of at the user facility. A review of product history shows similar reports of this failure mode. A corrective action is in the process to address this failure mode. The instructions for use for this product cautions the user: exercise care in the use of the handpiece holding the drill bit to minimize side or bending loads to the drill bits which may cause drill bit breakage and/or oversized tunnels. Inspect drill bit for any chipping or dulling. If either of these conditions exists, dispose of drill bit appropriately and replace with a new one. Inspect instruments before and after processing for proper function, alignment, chipping of surfaces, and legibility of reference marks.